Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that during the procedure the nosecone and cutter blade became detached. No patient injury was reported. Evaluation summary: the turbohawk device was received for evaluation without any ancillary devices or cine images from the procedure. The distal tip assembly was torn at the distal edge of the housing window and the cutter head assembly was distal to a lateral compression at the noted tear. The cutter head assembly was secured to the rest of the device because it would not pass through the noted compression. The irregular (wavy) contour of the tear-line on the proximal end approximated the tear-line of the distal end suggesting that tear did not have a significant cutting element from the cutter blade. The housing's laser-cut coil exhibited blood leeching indicating some delamination between the coil and the tecothane jacket. The guidewire lumen exhibited some longitudinal buckling or accordion folding suggesting that there were guidewire difficulties. The fracture face exhibited material deformation.